Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced recurring urinary incontinence with his artificial urinary sphincter (aus) device. The physicians suspects it was caused by a urethral atrophy. Patient underwent a surgical procedure in which all components were explanted and replaced without any further complications to patient.